Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be detected/prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that in (B)(6) 2023, the evis exera ii ultrasound gastrovideoscope tested positive for 1 colony forming units (cfus) of roseomonas mucosa in the waterjet channel and more than 1000 cfus of fictibacillus arsenicus in the balloon channel. The scope was retested in (B)(6) 2023 and was positive for 14 cfus of kocuria rhizophilia in the balloon channel. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbial contamination was detected. The results are evaluated in accordance the commission on hospital hygiene and infection protection at the robert koch institute (rki) and the bfarm 'requirements for hygiene in the reprocessing of medical devices'. The device evaluation found the following: the adhesive on the bending section cover had wear and due to wear of the angle wire, bending angle in the "down" direction did not meet standard value. The customer provided the cleaning, disinfection and sterilization process. There were no deviations or deficiencies or concerns with reprocessing and no patient infection. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.